Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted. Device received with cracked reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin had squirted out. Customer¿s blood glucose was unknown at the time of incident. The customer also stated that the insulin pump rewinds louder. Troubleshooting was not performed. The insulin pump will not be returned for analysis.